Manufacturer narrative:
Pump passed displacement, basic occlusion and prime displacement test. Missing end cap sticker, missing address/serial number label,cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Motor tested ok. However moisture damage was noted on motor assay.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.